Event description:
It was reported by service report that the power cord ground prong was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - ground pin.